Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain it was reported that an implantable infusion pump stalled after a routine magnetic resonance imaging (MRI) imaging of the spine. The patient had just completed the MRI, "a few minutes ago" and noticed the issue. It was reported the MRI was routine imaging of their spine and was not related to the pump/therapy. The MRI facility was aware the patient had a pump and advised the patient to contact their doctor or medtronic. The patient attempted to reach their pain doctor, who was located 2.5 hours away, but had not received a response at the time of the report. The patient was redirected to their healthcare provider for further assistance.